Event description:
One of the catheters stretched according to the physician. The pss032 separator fractured inside the second catheter.

Manufacturer narrative:
Technical evaluation: the incident was confirmed, but not as reported. The majority of the distal end is flattened or severely ovalised. The flattened portion of the distal end measured 30.0 cm from the distal tip to the color transition. This catheter has not stretched but it has been flattened inside the patient. The DHR of this manufacturing lot has been reviewed and is attached. (B)(4). A review of the device history record (DHR) was completed on part # 0854 (lot # l15003). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, (B)(4). The parts released in this lot met process requirement.